Event description:
The hcp reported the pt never rec'd any additional pain relief with the pump implant even with increased dosing' a rotor sutdy was done x3 in 04/2004 and reported as failed. About two weeks later catheter dye study showed the catheter to be intact. The pump was explanted replaced. The hcp reports a rotor study on the pump after explant was successful. It was returned to the manufacturer for analysis.